Event description:
It is reported that the devices were implanted in 2005. Revision surgery occurred in 2008, due to breakage.

Manufacturer narrative:
Eval summary: this type of fracture of the inner pin may occur due to the fatigue caused by the activity level of the pt. The device history record is intact and indicates that the part was mfg and inspected per spec. The exact cause analysis cannot be determined with certainty. Device history records indicate device mfg to spec. Scanning electron microscopy analysis of all fractured segments of the inner pin showed fatigue striations indicating that fracture occurred by fatigue. Energy dispersive spectroscopy analysis of the c/m inner pin material showed ti, al and v elemental peaks in the spectrum, typical of tivanium alloy.